Event description:
It was reported that in the literature review "a retrospective study assessing safety and efficacy of bipolar radiofrequency ablation for knee chondral lesions"; 1 patient had a stress fracture after a knee arthroscopic chondroplasty or bilateral knee surgery where a super multivac 50° coblation wand was used. It is unknown how the event was resolved and the patient outcome. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review and device labeling/IFU review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states based on a review of the literature review on, ¿a retrospective study assessing safety and efficacy of bipolar radiofrequency ablation for knee chondral lesions,¿ as of the date of this medical investigation, the requested clinical documentation has not been provided. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. Nor could a definitive root cause of the reported stress fracture be determined. It is unknow how the reported stress fracture was resolved, and the patient outcome is unknown. Therefore, the impact to the patient beyond the reported stress fracture cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.